Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report that a zxr00 , 21.0 diopter lens that would not sit correctly, was not stabilized and the doctor cut it out of the eye to remove it and replaced it with an none johnson and johnson iol. A vitrectomy was required and the incision was enlarged. Reportedly, the patient is doing ok. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 08/23/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The reported lens returned cut. One of the haptics was observed detached. The detached haptic piece and other sections of the lens optic was not returned. The condition observed is consistent with a lens that has been cut due to ¿iol removal¿ or the ¿explant¿ process. The reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.